Manufacturer narrative:
The customer¿s report that the needleless gland remained in the open position when the mating syringe was removed and blood leaked was confirmed. Visual inspection of the set found traces of medication. No other anomalies were observed. Examination under magnification found no crush marks or tool marks. Functional testing confirmed leaking due to the maxplus¿s piston remaining stuck down without closing. The root cause of the customer¿s report was not identified. The cause of the piston remaining stuck down is unknown, however is currently under investigation.

Event description:
The customer reported the needleless gland remained in the open position when the mating syringe was removed and blood leaked from the connector. There was no patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the needleless valve remained in the open position when the mating syringe was removed and blood leaked. There was no patient harm.